Manufacturer narrative:
The returned device analysis did not confirm the reported clip open during efaa. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported clip open during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. When establishing final arm angle (efaa), the clip opened to 60 degrees. Troubleshooting was performed however unsuccessful therefore the clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.